Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Evaluation of electrode belt sn (B)(4) is currently underway at the distributor. At this time the physical evaluation of the device at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Battery faults were identified due to the low battery; however, the patient received notification to change the battery, and the battery was changed. The faults were not indicative of a device malfunction and did not cause or contribute to the inappropriate treatment event. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 05/15/2012 reuse. Electrode belt: sn (B)(4): 11/12/2015 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was in the hospital at the time of the treatment event and may have been under the influence of sedative drugs. The response buttons were not pressed during the treatment event. Motion artifact contributed to the false detection. The patient remained in the hospital following the event and discontinued use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.